Event description:
It was reported by medwatch, that during a thoracotomy, the stapler misfired. Some staples were unformed. Device usage problem: device failed (e.g. Broke, could not get it to work or stopped working). No pt consequence reported. Device not available for eval.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.